Event description:
Runthrough wire went down the artery. Stent went over the wire to the affected area. Stent was difficult to pass the lesion. Stent has a spring coil at the tip of the stent and with the difficult lesion, the coil got wrapped around the wire and due to this, the wire and stent had to be removed. Manufacturer response for stent, cordis (per site reporter). Pick up stent and eval the stent.